Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor needs to be replaced to address the issue. There was evidence of dust and dirt contamination. In addition, the machine flow sensor, system board, blower motor, blower seal, blower mounts, blower cap, blower chassis plate, muffler assembly, tubing kits (fio2, blower, board and low flow o2) needs to be replaced and internal battery door will needs replaced due to physical damage.